Event description:
I used fixodent from 2000 to 2009. I was diagnosed with neuropathy. While I was using fixodent, I began experiencing numbness and tingling in my extremities. My neuropathy is permanent and required continued medical care and treatment. Frequency: every day. Route: oral. Diagnosis or reason for use: hold dentures. Event abated after use stopped: yes.